Event description:
Mw#: mw5108358.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.